Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the patient ripped the sensor off because it wasn't working. When the sensor was removed, the patient noticed that the cannula was missing, and he wanted to know if it stayed in his body. Advised the patient to go to the emergency if he feels that the sensor broke off in his body. Advised to call us back if he seeks medical assistance. Nothing further was reported.